Manufacturer narrative:
Initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left super facial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 4 atmospheres in 30 seconds. The device was simply removed and the procedure was completed with another of the same device. Patient was good post procedure.